Manufacturer narrative:
B1: added product problem, this was omitted in error from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the hemolysis was unable to be determined due to lack of product and data logs available for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male patient with hematuria versus amber/concentrated urine. An echocardiogram confirmed the device was in a stable position. No additional clinical details, interventions, or patient outcome information were provided at the time of reporting.